Event description:
A customer in the nordics stated that she received high glucose readings using her breeze2 meter. She alleged that on 2 occasions she took insulin based on the results and became hypoglycemic. The customer was taken to the hospital, but she did not provide any more information about the event. The customer performed comparison tests using her breeze2 and contour meters. The breeze2 read 4 mmol/l (72 mg/dl), while the contour read 2 mmol/l (36 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The test strips and meter are to be returned for evaluation. Replacement products will be sent to the customer.